Manufacturer narrative:
(B)(4). Concomitant medical products: arcomxl 36mm +3 mrom lnr sz 23, pn xl-108223, ln 301720. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-08808. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately three years due to pain and wear. Attempts to obtain additional information have been made; however, no more is available.